Event description:
Home health nurse (B)(6) reported in the middle of day 2 infusion. Patient stated about 1/2 of the way of infusion when curlin pump indicated error code 13. Rph assisted with troubleshooting and instructed nurse to replace admin set. Pump still giving different error codes, nurse will infuse via gravity for rest of the infusion. Will send out replacement pump and return box for patient to return defective pump. No interruption to therapy or missed dose, no adverse event reported. Defective pump will be returned. Serial number: (B)(6). No additional information provided. Reported to (B)(6) by: patient/caregiver.